Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 95 reports, regarding 115 devices, for this device family and failure mode. During this same time frame 522,968 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used on (B)(6) r23 during a hysterectomy procedure and ¿the handle broke making it difficult to manipulate the uterus¿¿. There was no injury or impact to the patient or user. After further assessment it was found the procedure was completed and there was no delay. The device did not fragment. There was "no harm to patient or user". There was no medical/surgical intervention or pro-longed hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2023 during a hysterectomy procedure and ¿the handle broke making it difficult to manipulate the uterus¿¿. There was no injury or impact to the patient or user. After further assessment it was found the procedure was completed and there was no delay. The device did not fragment. There was "no harm to patient or user". There was no medical/surgical intervention or pro-longed hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.